Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer was not performing the air removal step. There was no adverse impact to blood glucose. Customer continued to use the pump for insulin therapy until replacement arrived.